Event description:
It was reported that the patient experienced a loss of stimulation. X-ray showed lead migration. The patient was taken to surgery. The titan anchors were found to be broken during surgery. The lead and extensions were replaced. The patient recovered without sequela.

Manufacturer narrative:
(B)(4).